Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No moisture damage found on the keypad assembly, battery tube, and vibrator assembly. However, moisture damage was found on the electronic assembly and motor during visual inspection. No obvious odor of insulin detected during testing and visual inspection. Insulin pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin properly. When the reservoir or infusion set was changed the customer could smell insulin. She was unsure where the insulin was leaking. Insulin seemed to be leaking from inside the reservoir compartment. Customer's blood glucose level was over 600 mg/dl. She had to manually take injections. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.